Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint states: ¿it was reported that on (B)(6) 2021, the patient underwent tha surgery for osteoarthritis with the cement in question. During the surgery, when the surgeon opened the package, the plastic part of the hose connected to the foot switch was damaged. The surgery was completed successfully by using another cement. The surgery was delayed by less than 30 minutes. No further information is available.¿ the device was not returned for examination. Based on the complaint description, the carbon filter nozzle has been damaged. There is not enough evidence to confirm the complaint description or determine a root cause. Retained samples were examined and no further instance of this failure mode was discovered. (B)(4) rev 10 was reviewed (attachment ¿(B)(4) extract from (B)(4).pdf¿) and this possible failure mode is included on lines 360-363. In each case the risk is considered as low as possible and cannot be further mitigated. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot: device history reviewed: 4 unrelated non-conformances on this lot number. Final micro and sterility tests passed. All qc release specifications met. (B)(4) units released. Lot expiry date: 30 june 2021.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent tha surgery for osteoarthritis with the cement in question. During the surgery, when the surgeon opened the package, the plastic part of the hose connected to the foot switch was damaged. The surgery was completed successfully by using another cement. The surgery was delayed by less than 30 minutes. No further information is available.